Event description:
Tube arm shaft broke overnight while facility was closed. Fse was notified of inoperable gas piston in 2003 and scheduled repair visit four days later. On troubleshooting it was found that part number 71934 was broken at top of shaft. Had this occurred during a biopsy procedure pt injury may have occurred.